Event description:
The customer reported to olympus that while using halogen light source was impossible to start it; there was no light. There were no reports of patient harm or impact associated with this event. Additional information has been requested regarding this event, however a response has not yet been received.

Manufacturer narrative:
The device has been returned for evaluation. The customer¿s allegation was confirmed. The power switch mechanism failed to function. Additionally, the lamp was burned out ad the output connector was worn causing an air flow problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation a definitive root cause of the power switch not working was not established at this time. Olympus will continue to monitor field performance for this device.